Event description:
It was reported, during surgery, the distal locking screw was placed by target device. The distal locking screw was not in the distal screw hole of the nail when checked by x-ray. The screw was located behind the nail. The surgeon removed the missed screw. The surgeon fixed only one screw to distal screw hole of the nail and the surgery was completed.

Manufacturer narrative:
Na